Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 10/2/98).

Event description:
The iab was inserted into the pt on 1/28/98 at 2:00 am and removed on 1/28/98. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. On 9/3/98, datascope was notified that the pt went on to expire and the death was not a direct consequence of the iab or iab therapy. The pt suffered severe intrathoracic bleeding after CABG resulting in brain anoxia and contributing to the ultimate death. The pt expired on 2/4/98 at 11:55 pm. [Event complications]: severe bleeding/transfusion required-reported 2/6/98. [Pt's current status]: expired-rpt'd 9/3/98.